Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hub detachment issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small hub was broken and there was back bleed from the sheath. The sheath was exchanged with a competitor sheath. The case was continued without any further incident. There was no patient consequence reported. Additional information was provided. It was unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The hub looked like it was in 2 pieces. The sheath was being used on a patient and the reporter was not aware of medical or surgical intervention. The approximate volume of blood that was lost was unknown, but it didn¿t look like much. It was unknown if air entered the patient¿s body. The event was assessed as a MDR reportable malfunction for a hub detachment issue.

Manufacturer narrative:
Initially it was reported that a hub detachment issue occurred. During the visual inspection of the device evaluation on 4/21/2021, it was observed that the hemostatic valve was dislodged inside of the hub of the device. The hub was found in normal good conditions. The additional finding of the hemostatic valve separation was assessed as a MDR reportable issue. H6. Medical device problem code remains the same of "detachment of device or device component (a0501)". The device evaluation was completed on 5/4/2021: it was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hub detachment issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small hub was broken and there was back bleed from the sheath. The sheath was exchanged with a competitor sheath. The case was continued without any further incident. There was no patient consequence reported. Additional information was provided. It was unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The hub looked like it was in 2 pieces. The sheath was being used on a patient and the reporter was not aware of medical or surgical intervention. The approximate volume of blood that was lost was unknown, but it didn¿t look like much. It was unknown if air entered the patient¿s body. According to the information received, it was reported by the caller the vizigo sheath hub was broken and there was back bleed from the sheath. The sheath was exchanged with a competitor sheath. The case was continued without any further incident. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath, the hub was found in normal good conditions, the hub issue reported could be related to the hemostatic valve issue. Microscopic examination in the hemostatic valve surface has shown evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)